Manufacturer narrative:
Insulin pump received motor error alarm during rewind and displacement test due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify displayable history crc check failed on startup alarm due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer advised the reservoir broke inside of the insulin pump and they were unable to get out of the motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.